Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and the lens was torn during insertion. The lens was removed without enlarging the incision and no sutures were required. There was no patient injury.

Manufacturer narrative:
Evaluation codes: results: visual inspection of the returned product showed that half of the optic had been torn off. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.